Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Total thyroidectomy and neck dissection - "jaws on hand piece started sticking so severely that the jaws were ripping vessels that it was stuck to. Surgeon made comment that he felt it was sticking so badly because the case was so bloody. Even after scrub tech steam cleaned and wiped off jaws several times the sticking persisted. The jaws seem to be alarming more frequently "check device" because the eschar build up was so severe that it seemed to be causing issues with the hand piece reading the tissue. The scrub tech tried to scrape off the eschar with a blade and use electro lube to help, but that seemed to only make the issue worse. Towards the end of the case the jaws were sticking so frequently with no help from cleaning them, so I had to open another hand piece. This was the same lot number and the same issue seem to start occurring again." Patient status - "stable".

Manufacturer narrative:
Investigation summary: two (2) devices were returned for evaluation; however, the actual event product was not returned. In the absence of the subject device, it is difficult to determine the root cause of the event. The device logs were pulled for both devices and it was found that one of the devices was never used and the other device was used weeks prior to the event; neither device returned was the event unit. A review of the manufacturing records indicates that the lot passed all manufacturing and quality standards. Although the root cause of insufficient hemostasis could not be confirmed, applied medical is currently implementing appropriate corrective actions within a corrective and preventative action report to mitigate this type of event. Additional information requested and received. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Additional information rcvd 06april2016: device was not reprocessed.